Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor under infused. It was further reported, after 168 hours the device had approximalty ¿40 to 70ml¿ remaining in the device. The infusor was filled with desferrioxamine. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction d10: device avail. For eval? (Change to no and remove date returned to MFR), h3: device returned for evaluation? (Change to no). H10: the actual device was not available. A photograph of the sample was provided for evaluation. Visual inspection of the photograph revealed residual fluid remaining in the device. Based on the information received, the reported condition was verified. However, for the reported issue, a functional flow test must be performed on the sample to verify the flow rate accuracy of the device. No functional tests could be performed due to the nature of the sample. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.